Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. Initial reporter information was not provided. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
On (B)(6) 2017, livanova (B)(4) received a user medwatch report (mw5073126) which indicates that a heater-cooler system 3t was tested positive for mycobacterium chimaera. It was reported that a patient who underwent a CABG and valve replacement, where the reported heater-cooler system was used, was tested negative on mycobacterium chimaera. The customer reported that the placement, cleaning and use of the heater-cooler followed the cdc guidelines.